Manufacturer narrative:
The insulin pump had a blank display due to moisture damage to the electronic and motor assemblies.

Event description:
The customer stated that the insulin pump had a blank display and was alarming. Prior to the display going blank, the customer went swimming while wearing the insulin pump. The customer stated that there is water inside the liquid crystal display. The reported blood glucose reading was 256 mg/dl. Nothing further was reported.